Event description:
Caller reported an error with the continuous glucose monitor, specifically cgm error 42. Blood glucose level was within normal range with no adverse impact mentioned. Technical support assisted the caller, providing guidance for a complete pump reset. After the reset, the error did not occur again, and the caller successfully started their sensor session.